Event description:
It was reported, the pt was receiving inadequate coverage due to receiving stimulation in unintended areas. X-rays were taken and the physician decided to reposition the pt's lead. The procedure took place on (B)(6) 2013. The pt will meet with an sjm representative for post-op programming.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.